Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device worked intermittently and performed poorly, cutting slowly and the cord shaking. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-06484, 2210968-2013-05992, and 2210968-2013-05993. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The information contained in this file has been determined to be a duplicate of the event reported in medwatch 2210968-2013-10008. Therefore, this medwatch 2210968-2013-06492 will be voided. All information regarding this event will reside in medwatch 2210968-2013-10008.